Event description:
The pt reported blood glucose results of "190 mg/dl and 114 mg/dl" with the lifescan meter, performed within 10 minutes of each other. Based on satistical methodology, the calcutalted defference of these glucose results exceeds the expected value of <=20% and/or<=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips and control solution were replaced.